Event description:
A caller reported an error with their continuous glucose monitor (cgm) labeled as error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to reset the pump, and after the reset, the cgm error did not reappear, allowing the customer to successfully start their sensor session again.